Manufacturer narrative:
(B)(4). The actual device has not been received and the investigation is ongoing at this time. A follow up report will be provided when the inspection results become available.

Event description:
As reported by the user facility: event description: customer stated, "we were infusing 4% concentration of sodium citrate to infuse at 250 ml/hr. It wouldn't infuse. We had above and below the dialysis machine. It kept alarming air detect. We were flushing it non-stop for 5-10 minutes. The pump set used was ref #(B)(4). The sensor was cleaned during this infusion and we also clean it between infusion with 1:10 bleach solution. We have used this setup before without any issues." No tubing with it. No patient injury. This happened almost a year ago. This pump has been out of service for a year.